Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found malfunction in the camera cable and an error e226 was observed. The failure of the camera cable indicates that the internal ccd may have failed. Therefore, it was presumed that normal communication was not possible, resulting in the occurrence of image abnormality and error e226. A definitive root cause of the phenomenon cannot be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Per instructions for use (IFU), it states: if an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. "Warning" section in the instruction manual "storage": ·when wiping the outer surface of the camera cable, do not wipe it with a cloth. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. The camera cable may break. The following description is found in the otv-s300 operation manual, "how to identify and correct the malfunction". Error message: "endoscope cable may be disconnected. Error message: endoscope communication failure cause: failed to communicate with the camera head. Solution: immediately turn off the power to the product and reconnect the camera head. After a while, turn the power back on. If the same malfunction occurs after turning the power on again, immediately turn off the product, unplug the power plug of the product from the medical outlet, disconnect the power cord from the power inlet of the product, and contact olympus. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had an image abnormality (poor quality). There were no reports of patient harm.